Manufacturer narrative:
(B)(4) a review of the device history record has been performed. This review confirmed that this lot of products was reviewed and released according to quality specifications, especially with regards to the records related to the initial contamination (bioburden) and sterilization. No product or picture were provided for evaluation. Without the sample a detailed investigation could not be performed. The product instructions for use (IFU) which accompanies each device states that exposure of collagen-based mesh to contaminated or infected wounds can lead to weakening or breakdown of the implant. It is not recommended that the mesh material be implanted in a contaminated or infected field. If active infection is present, the patient should be treated accordingly to resolve the infection prior to mesh implantation. The rupture of the involved implant may have been induced by the infection. The reported infection is a known potential complication of this type of surgery. This is a known procedurally related complication that is not normally attributed to any product/process deficiencies. The IFU also states that proper surgical procedures and techniques must be followed. As with any surgery, infections and other complications not related to the implant may result. It is important that the highest level of aseptic care be used when handling and preparing the surgical implant. If infection is diagnosed, frequent monitoring of the surgical site and appropriate use of antibiotics is advised. The report has been added to our product complaints database which is monitored for similar occurrences. Based on the available information, our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. Corrected data - common device name.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, one week after the initial operation, the patient underwent a reoperation due to an infection and the mesh was found to be torn into two pieces. The mesh was replaced and an ileostomy was created. The product was discarded and no photos have been provided. Additional information has been requested but not yet received.